Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a sensor scan result of 'lo' (reading less than 40 mg/dl) "for 4 days" and he/she was treated according to the reading provided (treatment unspecified). It was further reported the customer began to experiencing feeling thirsty and frequent urination and was taken to a hospital where a reading of 180 mg/dl was obtained on the hospital device compared to an adc sensor scan result of 70 mg/dl. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with a "liquid with glucose and insulin" and intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor provided a sensor scan result of 'lo' (reading less than 40 mg/dl) "for 4 days" and he/she was treated according to the reading provided (treatment unspecified). It was further reported the customer began to experiencing feeling thirsty and frequent urination and was taken to a hospital where a reading of 180 mg/dl was obtained on the hospital device compared to an adc sensor scan result of 70 mg/dl. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with a "liquid with glucose and insulin" and intravenous fluids. There was no report of death or permanent injury associated with this event.